Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 6.2 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected the motor arm cannot communicate with the main arm error and critical block and inverse critical block error alarms noted during our testing. No unexpected display anomaly noted. The insulin pump passed self-test. The insulin pump was received with scratched case and fading serial number label.